Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that since she got the implantable neurostimulator (ins) put in she was peeing more than normal. It was driving her crazy and the patient only had one program available. She tried shutting it off and starting from 0 volts. The patient tried increasing stimulation 3 different times. When it was increased, it felt too much and it hurt at 2.2 volts. It was hurting her back when she increased stimulation. When decreasing, it did not hurt that much. It felt different and weird. She had two leads and the health care professional (hcp) only hooked up one lead. In one spot, she could feel like she was touching the lead. She did not know if the ins was put in a plastic pouch, which went inside the pocket. It felt weird. She could not sleep on the left side anyways but when she did roll over, she felt wherever the battery was in, that plastic thing, moved and maybe that was hitting the lead and moving it. There were no falls/trauma that could be related to the issue. The patient had an appointment with her hcp on (B)(6) 2016 and would like the manufacturer representative (rep) to be there. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, cause, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.